Event description:
It was reported that the remote home monitor issued an alert for a code that indicated the subcutaneous implantable cardioverter defibrillator (s-ICD) battery was depleting. It was noted that the patient would be scheduled for a replacement procedure soon. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.